Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak in excess of 4.5 lpm which causes a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was a leak of unknown magnitude but there was no loss of manual or mechanical ventilation. This was not a reportable malfunction. This event is not reportable. Additional information was received that there was a leak of unknown magnitude but there was no loss of manual or mechanical ventilation. This was not a reportable malfunction. This event is not reportable.